Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 28 mg/dl and 135 mg/dl within 10 minutes on the advantage system (meter strip lot number and expiration date unk). The customer did not provide the location the discrepant results occurred. No low blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.